Manufacturer narrative:
Product event summary: the data files for the date of the reported event file and the mapping catheter, 990063 with lot 212103262, were returned and analyzed. Bin files cannot confirm the reported pericardial effusion. At least one application was performed with no detected issue. Visual inspection of the mapping catheter showed the device was intact with no apparent issues. In conclusion, the mapping catheter, 990063 with lot 212103262 had no apparent visual issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was advanced into the pericardium. It was concluded that there was a small pericardial effusion which lead to an extended hospital stay. The case was aborted while the patient was under general anesthesia. Surgical intervention was performed to drain the fluid from the patient¿s pericardium. The patient recovered and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.